Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) was not delivering energy to hemopro. Alternate power supply was brought in and it fixed the problem. Power supply is out of warranty. No patient involvement.

Manufacturer narrative:
(B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not delivering energy to hemopro. Alternate power supply was brought in and it fixed the problem. Power supply is out of warranty. No patient involvement.